Event description:
It was reported that pump experienced malfunction at malf 0. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. Customer plans to bolus with pump after pump reset. Technical support provided reset instructions, assisted with successful reset, confirmed malfunction did not recur, advised that pump use could continue, and instructed customer to call back if problem returned.